Event description:
The pt received the scs system on (B)(6) 2011. It was reported during the procedure, the physician experienced difficulty advancing a surgical lead. The physician elected to remove the surgical lead and implant two percutaneous leads. Effective stimulation was captured post-operatively. This event extended the procedure approx 45 minutes to 1 hour.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.